Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue on both sides of the air water channel and white residue in the auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the white residue on both sides of the air water channel and white residue in the auxiliary water channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.